Event description:
It was reported that the patient had her spinal cord stimulation (scs) trial leads pulled and reported experiencing soreness to the touch. She was advised to seek care at the emergency room. The complications for the patient include infection and abscess, and she was placed in antibiotics. The physician believes the infection was procedure related. The explanted devices will not be returned as they were discarded.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc231650e0, model: sc-2316-50e, serial: (B)(6), batch: 7297719, UDI: (B)(4).